Event description:
It was reported that particulate matter was found inside the reservoir of a small volume intermate. This was observed during storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 5, 2014 to november 10, 2014. The device was received and evaluated for the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed solid white particle approximately 0.85 to 1.70 mm in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.